Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of solution administration sets had flow rate issues while being used with an infusion pump. This issue was discovered during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a retention sample was evaluated. The retention sample underwent a pump accuracy test and was found to be within the acceptable limit for flow rate accuracy. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.